Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. Patient received inappropriate shocks. Programming changes were recommended. No further information available.

Event description:
Recommended programming changes were made. Patient had no adverse consequences.

Manufacturer narrative:
Correction for MDR-2017-24180: reportable aware date: (B)(6)2017, date of event: (B)(6)2017.